Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer's blood glucose level. Reportedly, customer will use backup pump for insulin therapy.